Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in spain. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set was in use for 2 days. The insertion site was right abdomen. No further information is available.